Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in cardiac examination when the issue occurred, and the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy and save image data. During troubleshooting, the fse found that the main cause of the issue was caused by environment. The fse identified that the equipment closet was at 50 degrees celsius for an extended period due to their hvac (heating, ventilation, and air conditioning) being shut off, which affected the ippc. Upon further troubleshooting, the fse found that the ippc was unable to bootup. The fse replaced coin battery. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy.the device was in clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.